Manufacturer narrative:
This report is submitted on 6 april 2020.

Event description:
Correction: the device was not explanted as previously reported. The patient underwent skin revision surgery, the device remains in-situ.

Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, the patient experienced an infection of the outer ear which was treated with antibiotics (unknown type). The device was explanted (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.